Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnostic procedure, which was completed as planned since the examination continued as it was possible to perform the x-ray with different settings. There was no reported patient or user harm. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform fluoroscopy. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that there was a difference in voltage between the cathode and anode of the converter of the frontal x-ray generator at a tube voltage of around 60kv. Due to the voltage difference, the tube voltage was not normal, and no x-rays were emitted. The fse adjusted the x-ray generator and as a proactive measure swapped the generator tanks on the front and side to isolate the problem. To resolve the reported issue, the fse replaced the h.v transformer. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue didn¿t impact the completion of the procedure, as the user used a different x-ray setting to complete the procedure. The procedure was completed as planned with no impact to patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.